Event description:
Explanted total hip hardware due to failure. Another surgery was necessary. 3 components removed. 1. Acetabular lock ring. 2. 32mm ring-loc 32mm 10 degree. 3. Modualr head component.